Manufacturer narrative:
Reference record (B)(6) . If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 it was reported that the stoma infection later led to sepsis. The stoma was to heal on its own in about 2 months, patient used wound bags for the leakage, but continues to still leak a lot. Redness around the stoma, about 8 cm in diameter. No pain, heat increase or pus, but plenty of clear liquid.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient had been admitted to the hospital since (B)(6) 2021. Patient was given unknown antibiotics. On (B)(6) 2021 the peg-j was removed. The abdominal wall should then heal before any new peg-j is placed. Patient is taking antibiotic bactrim forte until (B)(6) 2021 for preventive action against infection because of peg removal. On (B)(6) 2021 the patient was discharged from the hospital . Unknown if duodopa treatment will be started again.